Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because the suture, posterior cuff and posterior needle tip were not returned, the reported knot lock during the knot advancement could not be confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar knot lock incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 7f sheath after an iliac stenting procedure. Reportedly, the knot locked during knot advancement. The suture was cut and removed. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.it was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.